Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, who is a healthcare professional, reported being injected on the lips with juvéderm® volbella¿ xc. Approximately a year later, the patient was injected in jawline with juvéderm® volux¿ xc. The patient was also injected with juvéderm® voluma¿ xc at an unspecified time. The patient reported feeling ¿puny¿ 6-8 months later with an ¿unknown illness.¿ the next day, the patient felt better, but had ¿swelling and tenderness¿ at the injection sites, with ¿abnormal swelling¿ under the eye, ¿excessive swelling¿ in the lips, and ¿swelling¿ in the chin that appeared to be more on the one side than the other. The patient was treated with zyrtec, pepcid, and steroids. The patient reported that this event occurs when they get sick. Event is ongoing. This file captured the juvéderm® volux¿ xc.